Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned devices confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After revision surgery performed on (B)(6) 2019, patient went to hospital and device is broken. Patient will need to perfom another surgery. This complaint is related with (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information received stating that the affected side was the left hip.